Event description:
Customer alleges segments were missing from the display in the number result field of the active s sys. When the alleged prod was returned and evaluated by the MFR, icons were also confirmed as missing from the display. No actions or treatments were reported. No adverse event reported. A request was made for the return of the suspect device and replacement prod was sent.